Manufacturer narrative:
H6) multiple annex a codes were applied to capture this event. A23 captures the failed registration while a0908 captures the inaccuracy. H3, h6) the system was serviced in the field. In summary, no issues were found. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a minimally invasive l3 revision case, registration failed multiple times. Upon a new attempt, a new ap and oblique, the registration was successful (green light). After sending the arm to trajectory, the navigation showed a medial shift in axial view and a caudal shift in lateral view. A snapshot would not solve the problem. Another attempt was performed and the issue was the same. The instruments always showed the shift. Finally, the case was attempted from scratch, this time with scan and plan (s & p) workflow using the medtronic imaging system and the problem did not resolve. The case was then completed free hand. There was no known impact to patient's outcome and surgical delay was not provided. Additional information was received. It was reported that the patient experienced no symptoms related to the reported events. There was a delay of at least 1 hour. There was a deviation of about 2.5 millimeters (mm) caudally and the shift to the right side was deviated by 2.5mm. Additional information received from a manufacturer representative reported that the shoulder was found to be out of specification during the system checkout. The front brake should have been between 8kg and 10kg, when it was at 7.4kg. The representative also noted that this shoulder issue would have had no impact on the case.

Manufacturer narrative:
H2) correction made to section g2, ¿PMA / 510(k) #. H2) correction made to section h11 regarding system servicing coding: the system was serviced in the field. In summary, no issues were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) a1-5: select patient information cannot be provided due to regional privacy regulations. H2) select patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.